Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reports that suture was used for wound closure. Patient reported their wound has opened in the first few days following surgery and are requiring repeat wound closure. The pattern is out of ordinary as the suture typically dissolves 3-6 weeks following the procedure. Used another device without further consequence. No other information related to patient available. No unanticipated tissue loss, tissue damage or bleeding. The device is being returned for evaluation. What was the original procedure? How many days post-operatively did the dehiscence occur? Had the patient already been discharged? How was the wound closed after the dehiscence? (Re-operation in the or, outpatient, in the office) what was used to close the wound after the dehiscence? How is the patient doing now?